Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2008; 419688 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an observation noted that wireless telemetry is no longer available on the device. The device has permanently disabled wireless telemetry and it is not recoverable. The device remains in use. No patient complications have been reported as a result of this event.